Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they experienced high blood glucose and customer allege insulin pump was under delivery. Customer¿s blood glucose was 348 mg/dl which was treated with manual injection. Customer was not comfortable with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer stated that auto mode feature was not active. Customer was using auto mode. The insulin pump will be and reservoir will not returned for analysis.